Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the solenoid valve assembly, which resolved the reported issue. The ventilator then passed extended self tests (est), short self tests (sst), and electrical safety tests.

Event description:
The customer reported a noisy compressor. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.